Event description:
It was reported that hypotension (50mmhg). Redness on the body and itching occurred 10 minutes after start of a platelet concentrate transfusion through the device. The transfusion consisted of pc15 containing 2mg of dexamethasone sodium phosphate. The pt fell into indistinct consciousness. The transfusion was stopped and 1 g of methyl prednisolene sodium succinate was administered. The pt recovered and her blood pressure returned to normal (113/66mg). The reaction occurred one year ago.